Manufacturer narrative:
Device evaluation: investigation: the parts returned consisted of: a 15mm swivel connection with cap (blue) that is a separate component included with the trach kit. An inner cannula (orange), which is also a separate component included with the kit. The trach tube (white). The 15mm connector (orange) that is an integral part of the trach tube, had been detached and was missing. The pilot balloon (blue) and the inflation line (blue) were also detached and missing. Visual and dimensional: the swivel was checked for fit with iso plug gage 5356-1. The gage indicated that the ID of the swivel appeared to be slightly undersized. This may be due to the build up of some type of material (most likely, dried body fluids) on the inside of the swivel that was visible under magnification. Examination of the broken trach tube showed that the inflation had not been cut off, but appeared to have been pulled out of the tube. The glued portion of the inflation line remained in the secondary lumen. Examination of the returned flange portion where the 15 mm connector is attached showed that all 12 attachments were ripped apart. There was no evidence that any of the attachment sections were weak or thinner than they should be. The flange was fully molded with no indication of under-fill. Previous testing of the flange pull out forces required to pull the 15mm connector from the flange. In 08/2006, the connector was changed slightly as part of an unrelated improvement to reduce flash. Due to this change, we were able to determine that the connector/flange from the returned part was molded prior to this change. Conclusion: the likely cause of this event is attributed to exposure to excessive forces to both, pull out the inflation line, and separate the 15mm connector from the flange. This appears to be an isolated incident. We have no history of other complaints for separation of the connector from the trach tube flange.

Event description:
User alleges that they had one event of the tracheostomy tube becoming disconnected, at the 15mm connector. The tracheostomy tube was replaced without any adverse outcome reported.